Manufacturer narrative:
Continuation of medical devices: 407652 lead, implanted: (B)(6) 2006; dtba1d1 ICD, implanted: (B)(6) 2016 this device was reported as included in the field action.  Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the patient had a low grade fever, rigors, chills and elevated white blood cell count. The patient was diagnosed with bacteremia/septicemia with enterococcus. An echocardiogram also showed endocarditis. The device and leads were explanted. The atrial lead was found to have vegetation. After the lead extraction, the patient experienced a cardiac vein tear and cardiac tamponade. The patient then experienced pneumonia and left sided back pain. The patient underwent pericardiocentesis. The device and leads were replaced six days later. The patient is a participant in the product surveillance registry. No further patient complications have been reported as a result of this event.